Event description:
A user facility returned the olympus asset, video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the image was freezing due to a faulty printed circuit board. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process and found the image was freezing due to a faulty printed circuit board. Additionally, the evaluation found the following: the white balance was not able to be adjusted; the clock of the device was off or has stopped/time will lag and stop due to battery wear; the scope could not be removed; the front panel was damaged; the chassis was corroded; and the top cover was worn out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was attributed to a faulty circuit board. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.